Event description:
At the beginning of deploying a carotid stent in the internal carotid artery, the physician was turning the handle on the basix inflation device. The device registered between 3-4 atm's when a "clicking noise" was heard and the device lost pressure. The device was changed out for another basix. This continued to happen with the second basix device. The third device worked and the procedure was completed without complications. There was no reported harm or injury to the pt.